Event description:
The event involved a tego¿ connector where it was reported that the product presented leak during injection of radiopharmaceutical under the transparent capsule that involves the product, tego seal, one-shot. The complaint was reported to the regulatory body, anvisa, with the number (B)(4). It was stated that there is no information available regarding the radiopharmaceutical used, which device was connected to tego, which device was used to introduce the radiopharmaceutical into tego, if the device was pinched during connection or swab and which was the upkeep agent used with tego. Additionally, it is unclear if there was patient involvement; however, there was no harm to the patient or any professional.

Manufacturer narrative:
E1 - initial reporter phone is (B)(4). The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Manufacturer narrative:
The complaint of product presented leak during injection on item 055-d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. Lot history review was performed and no non-conformities were found that would have led to the reported condition on the complaint.